Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). Information regarding patient identifier, date of birth, age, gender, weight, race, ethnicity, and medical history were not provided. Procode is krd/hcg. Physical manufacturer name: codman and shurtleff inc., dba depuy synthes products, inc. ((B)(4)). Initial reporter information such as the name, phone and email address are unknown. [Conclusion]: the healthcare professional reported that during the coil embolization procedure of an aneurysm, the 2 mm x 6 cm galaxy g3 mini coil (glm920060 / l12685) was inserted and the physician attempted to detach the coil. The coil would not detach even though the detachment button on the dcb2 detachment control box was pressed. The physician then withdrew the coil, but it became entangled with the previously implanted coils (glm920060 / l12758 and glm930040 / l14305) and all came out together. The coil was replaced, and the procedure was successfully completed without further incident or delay. There was no report of patient injury or complication; the complaint product was new and was stored per labeling instructions. The procedure was conducted in accordance with the instruction for use (IFU) with constant flush maintained at all time. There was no visible defect or damage noted on the product prior to the event. There was no unintended detachment observed in the vessel or in the microcatheter. It was reported that the product is not available to be returned for evaluation. Based on complaint information, the device was not available to be returned for analysis. A review of manufacturing documentation associated with this lot (l12685) presented no issues during the manufacturing or inspection processes related to the reported complaint. There were no non-conformances related to device manufacture or inspection. All product rejected during manufacturing was identified as scrap and properly accounted for. Product analysis cannot be conducted as the product was not returned for analysis. No determination of causes and possible contributing factors could be made. As such, the investigation will be closed. Failure to detach is a known potential issue associated with the use of the device. The instruction for use (IFU) contains several cautions relating to this situation, including instructions for troubleshooting the situation should it be encountered during use. With the limited information available and without the product available for analysis, the reported customer complaint could not be confirmed. Based on the device history record review, there is no indication that the event is related to the device manufacturing process. Assignment of root cause for the event remains speculative and inconclusive, based on the limited information provided and without the return of the complaint sample; however, it is possible that clinical and procedural factors, device selection, and the concomitant microcatheter and detachment control box, may have contributed to the coil failing to detach during the procedure. As part of the post market surveillance program, information from this complaint is trended for statistical signals and corrective/preventive action may be triggered at a later time. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. This is one of 3 products involved with the reported complaint. The associated manufacturer report numbers are: 3008114965-2019-00947, 3008114965-2019-00948, and 3008114965-2019-00949. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Event description:
The healthcare professional reported that during the coil embolization procedure of an aneurysm, the 2 mm x 6 cm galaxy g3 mini coil (glm920060 / l12685) was inserted and the physician attempted to detach the coil. The coil would not detach even though the detachment button on the dcb2 detachment control box was pressed. The physician then withdrew the coil, but it became entangled with the previously implanted coils (glm920060 / l12758 and glm930040 / l14305) and all came out together. The coil was replaced, and the procedure was successfully completed without further incident or delay. There was no report of patient injury or complication; the complaint product was new and was stored per labeling instructions. The procedure was conducted in accordance with the instruction for use (IFU) with constant flush maintained at all time. There was no visible defect or damage noted on the product prior to the event. There was no unintended detachment observed in the vessel or in the microcatheter. It was reported that the product is not available to be returned for evaluation.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). The purpose of this MDR submission is to make a correction to the manufacture information in sections d and g, and to include the additional event information received on 5/8/2019. Conclusion: the healthcare professional reported that during the coil embolization procedure of an aneurysm, the 2 mm x 6 cm galaxy g3 mini coil (glm920060 / l12685) was inserted and the physician attempted to detach the coil using the enpower control cable (ecb00018200 / lot# unknown) and the dcb2 detachment control box. The coil would not detach even though the detachment button was pressed. The physician then withdrew the coil, but it became entangled with the previously implanted coils (glm920060 / l12758 and glm930040 / l14305) and all came out together. It was confirmed that all the connections fit properly without application of force. The coil was replaced, and the procedure was successfully completed without further incident or delay. It there was no report of patient injury or complication; the complaint product was new and was stored per labeling instructions. The procedure was conducted in accordance with the instruction for use (IFU) with constant flush maintained at all time. There was no visible defect or damage noted on the product prior to the event. There was no unintended detachment observed in the vessel or in the microcatheter. It was reported that the product is not available to be returned for evaluation. Based on complaint information, the device was not available to be returned for analysis. A review of manufacturing documentation associated with this lot (l12685) presented no issues during the manufacturing or inspection processes related to the reported complaint. There were no non-conformances related to device manufacture or inspection. All product rejected during manufacturing was identified as scrap and properly accounted for. Product analysis cannot be conducted as the product was not returned for analysis. No determination of causes and possible contributing factors could be made. As such, the investigation will be closed. Failure to detach is a known potential issue associated with the use of the device. The instruction for use (IFU) contains several cautions relating to this situation, including instructions for troubleshooting the situation should it be encountered during use. With the limited information available and without the product available for analysis, the reported customer complaint could not be confirmed. Based on the device history record review, there is no indication that the event is related to the device manufacturing process. Assignment of root cause for the event remains speculative and inconclusive, based on the limited information provided and without the return of the complaint sample; however, it is possible that clinical and procedural factors, device selection, and the concomitant microcatheter and detachment control box, may have contributed to the coil failing to detach during the procedure. As part of the post market surveillance program, information from this complaint is trended for statistical signals and corrective/preventive action may be triggered at a later time. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. Initial reporter phone: (B)(6). This is one of 3 products involved with the reported complaint. The associated manufacturer report numbers are: 3008114965-2019-00947, 3008114965-2019-00948, and 3008114965-2019-00949. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.